Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a cytodiagnosis procedure performed on (B)(6) 2011. According to the complainant, it was difficult to actuate the device and the brush could not be retracted into the sheath. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a cytodiagnosis procedure performed on (B)(6), 2011. According to the complainant, it was difficult to actuate the device and the brush could not be retracted into the sheath. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned device found the working length to be bent at the distal end of the device; however, the brush was not bent. The brush extended and retracted according to specifications during functional testing. The condition of the returned device was not consistent with the complaint that the brush was difficult to retract; the complaint was not confirmed. The brush retracted fully into the sheath without issue. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
(B)(4) for the reported event: difficulty retracting brush. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.